Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -9.50 diopter in the patient's left eye (os) on (B)(6) 2018. The surgeon notes excessive vault significant reduction of ica pigment dispersion and glares/ halos. Reportedly the patient sees glare and halos at dusk and can't drive. The surgeon is continuing to monitor the patient. The reporter also stated the iris is reactive and that in the picture of the non-dilated pupil; the lens looks tilted on one side. The lens remains implanted. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -9.50 diopter, into the patient's left eye (os) on (B)(6) 2018. The surgeon notes excessive vault, significant reduction of irido-corneal angles (ica), pigment dispersion, and glare/halos. Reportedly, the patient sees halos and glare at dusk and can't drive. The surgeon is continuing to monitor the patient; the lens remains implanted.